Manufacturer narrative:
Explanation for device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were six previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported 3 false positive test results for 3 individuals. This MDR is to document the false positive event for patient 3. See (B)(4) for the other two individuals. (B)(6) 2022: patient tested with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 24037h reader (B)(4)) and received a positive result. Patient then tested two additional times with the cue covid-19 test for home and over the counter (otc) use on two different readers with two separate serial numbers (cartridge sn (B)(4)lot 23875l reader (B)(4), cartridge (B)(4) lot 23875l reader (B)(4)) and received two negative results. Patient was tested with the coronavirus sofia antigen nasal swab test and result came back negative. (B)(6) 2022: patient tested with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 24037h reader (B)(4)) and received a negative result. Customer confirmed the devices and tests were all stored properly. The individuals had no symptoms.

Manufacturer narrative:
The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations team performed retain testing and was able to confirm the customer complaint. The false positive test showed nominal cartridge performance, yet returned a false positive test result. No additional evidence was available for further root cause analysis. The root cause is undetermined.